Event description:
Boston scientific received information that during a routine follow-up visit, this right ventricular (rv) lead displayed an impedance measurement greater than 2500ohms. At the previous visit one month ago, the impedance value was 1850. The physician feels there is a lead fracture. However, x-ray analysis did confirm any evidence of a fracture. The lead was surgically abandoned and replaced with a non-boston scientific lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.